Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report 2032227-2014-62171.

Event description:
The customer reported that she changed sets and got no delivery alarm. Troubleshooting was done. Customer's blood glucose was 410 mg/dl. Customer's current blood glucose was 367 mg/dl. The customer was advised the insulin pump and sets would be replaced. Customer's also mentioned that she went to emergency 3 times in the last 90 days and stated she always have issues with the sensors. No further information provided.